Manufacturer narrative:
Due to characterization limit e1: initial reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that while using sensation plus 8fr. 50cc intra aortic balloon (iab) catheter, augmentation became incorrect. There was a sudden increase in augmentation 200 mmhg calibration was not possible. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields: b4,d4(lot, exp date, UDI),d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions),h11. Corrected fields: e1(event site name). The customer stated that augmentation became incorrect. There was a sudden increase in augmentation 200 mmhg. Calibration was not possible. Unable to calibrate optical sensor alarm was occurred. No other alarms. There was no indication of a kink or leak. There was no issue identified with iabp. The failure occured after a chest x ray had been taken but at time of alarm patient was not been moved. No issue with iabp. Inserted on (B)(6) 2026 and successfully removed (B)(6) 2026. The issue seems to be a failure of the fiber optic.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h11 corrected field: h6(type of investigation).

Event description:
N/a.